Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and loss of consciousness and was unable to self-treat, requiring third-party administration of a soda for treatment. The customer was later transported to the hospital and administered IV glucose by paramedics for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and loss of consciousness and was unable to self-treat, requiring third-party administration of a soda for treatment. The customer was later transported to the hospital and administered IV glucose by paramedics for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.